Manufacturer narrative:
The mother reported that she was visiting her daughter in the hospital and she suffered multiple anaphylactic reactions in different areas of the facility. She was treated with her epi pen, her ventolin inhalers, steroids, oxygen and benadryl. No serious injury resulted. She thought that she experienced these reactions due to powdered latex exam gloves. Medline latex exam gloves are clearly labeled that the gloves contain natural rubber latex. The source of her reaction has not been confirmed. We have not received a sample for evaluation. There are many products in a hospital that contain latex. This account has no purchasing history for latex exam gloves in the last 5 years. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that latex exam gloves in a hospital caused multiple anaphylactic reactions.